Manufacturer narrative:
Batch documentation including single donor protocols, sterilization certificates and icc regulations were reviewed. Three deviations were noted during records review, however, they did not have a negative impact on the tissues or product quality. To date, rti germany has manufactured and distributed 85 grafts specific to copios pericardium membranes. There are no related complaints for t lot nza20070093. According to records re-review serial ID (B)(6), met rti germany's specification sp-puros d "01"; annex 1-1 "01". And according to records re-review serial ID (B)(6),met rti germany's specification sp-copios membrane ce-d "05"; annex 1-1 "02". Since wound healing occurred at first without complications and due to the results of the batch documentation analysis, the case is assessed as not related. It is more likely that the infection and inflammation that might have triggered the dehiscence occurred due to bacteria of the natural mouth flora and insufficient mouth hygiene. Additional factors for the dehiscence might be the missing pre-treatment of the membrane per the rsi/IFU.

Manufacturer narrative:
It was reported that the graft remains implanted. A comprehensive records re-review will be conducted. Once results are available, a follow-up will be submitted.

Event description:
Doctor reported healing without complications at first, after 16 days there was dehiscence with inflammation. Dehiscence was covered again after refreshing of the block. Implantation date: (B)(6) 2021. Now doctor is waiting, according to territory manager the block was not removed.